Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. The physician wired the vessel and attempted to place a taxus express2 2.50x12mm stent in the mid left anterior descending (lad) artery, but was unable to cross a previously existing stent. The physician pulled the stent back in order to attempt balloon predilation, and the proximal end of the stent got stuck on the tip of the guide wire. The physician was able to predilate and proceeded to remove the entire stent delivery system. It was reported that the stent was flared. The procedure was completed with another of the same device. No patient complications were reported.